Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental on (B)(6) 2021 using the coolmini applicator and developed paradoxical hyperplasia (ph). Additional information was received. It was reported that the patient was seen by a plastic surgeon for lipo suction, who advised that multiple treatment maybe be necessary.